Manufacturer narrative:
Unit received with critical pump error and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor assembly. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer blood glucose reading was 140 mg/dl. Customer saw a red x on the screen. Customer stated the alarm reoccurred. The insulin pump was not dropped or bumped. Troubleshoot was performed. The insulin pump will be returning for analysis.